Event description:
During open heart surgery, when we were on bypass after the cross clamp was on, blood starting to leak in the cardioplegia disposable. Blood continually increased from a drip to a steady flow. Causing a need to switch out the disposable while on bypass and cross clamped. The back up perfusionist came in to help change out the disposable. Upon the change out, there was a hole in the bladder portion of the cardioplegia disposable.